Event description:
Rn hung new IV line for pt at 0330 per protocol. When the infusion channel was restarted, the channel alarmed "air in line" for the cyclosporine infusion. Rn opened the infusion channel to check the alaris nitro 2260 tubing for air. Rn slightly stretched and flicked the tubing to remove an air bubble. The tubing popped near the top of the portion of tubing that sits within the alaris pump channel. The rn immediately clamped off both ends of the ruptured tubing, stopped the infusion, and alerted the charge nurse, for assistance. Spill of chemo was limited to a few drops to the rn's hand and scrub pants.